Manufacturer narrative:
Literature summary: (B)(4) of patients developed new neurological deficits (due to intraoperative bleeding, 4 patients had worsening of their preoperative deficits (2 motor and 2 speech). In addition, 1 patient with pre-lta motor deficit and 1 with pre- lta vision deficit developed new onset speech difficulty after the procedure.) (B)(4) of patients experienced intraoperative hemorrhage.

Event description:
It was reported that following an ablation procedure the multiple patients experienced neurological deficits (due to intraoperative bleeding), and hemorrhages. There was no additional information reported in relation to this event. If additional information is received, a follow up report will be submitted.